Manufacturer narrative:
Customer site complained of unintended discharges of energy coming from the device's handpiece. It was later reported that the trigger button on the vectus was sticking. The device has been returned and examined with no problems found. There was no patient injury involved in this incident. This event is an aro (accidental radiation occurrence) because of the alleged complaint of unintended discharge of laser energy. Therefore, this is a reportable event. (USA).

Event description:
The device's handpiece continued to discharge energy after releasing the trigger button.